Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s touchscreen was cracked after the user struck the device against a table, and the device remained functional but no longer watertight; a replacement was provided and the user was instructed on shutdown, data sync, return, and that startup would be required on the replacement. Symptoms included no reported effects on blood glucose. Outcomes included no injury, no medical intervention, and continued cgm use with the dexcom app or receiver. Investigation included customer interview, product return logistics, and review of device function as reported by the user. Investigation of this device revealed physical damage to the touchscreen consistent with user-induced impact, with loss of watertight integrity but no reported operational alarms. It was concluded, based on previously established findings for similar reports, that user-induced mechanical damage was the cause.